Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 139 mg/dl. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error noted during rewind due to motor encoder signal out of phase. Unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.